Manufacturer narrative:
A2, a3 patient information (age and gender) was updated.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The device was not returned for evaluation. The reported patient effect of stenosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a midly calcified de novo right coronary artery. On (B)(6) 2019 a 3.5x18mm xience prime stent was implanted at the lesion. On (B)(6) 2019, the patient returned with 90% in-stent restenosis which was confirmed via angiography. It was noted that the patient was symptomatic, but no information on symptoms were provided. Another stent was implanted to treat the restenosis. There was no adverse patient sequela. No additional information was provided.